Event description:
When the rotary knob was placed on "the rate" for programming, the display screen read "vtbi" volume to be infused. The pump had been received in the user facility biomedical engineering department with a note stating "unable to program". No tracking information was available in order to obtain specific patient or event details. The biomedical technician who tested the pump noted the discrepancy during programming. The technician found that the pump could be programmed intermittently. There was no report of any adverse patient events when the device was in clinical use. Though requested, no further information was available.